Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product/photographs provided identified damage to the blister. The damage does not penetrate the blister barrier. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02318, 0001825034 - 2022 - 02320.

Event description:
It was reported that during inspection of circulating items at the warehouse, the sterile packaging was found to be damaged. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.